Manufacturer narrative:
Of the reported 3 devices, lot numbers were provide for all the devices, and the lot history reviews were performed. Of the 3 reported malfunctions, all 3 devices were not returned to the manufacturer for evaluation. Therefore, the investigation event is inconclusive for all three reported malfunctions. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use.

Event description:
This report summarizes three malfunctions. A review of the reported information indicated that model a710962 port & catheter, implanted, subcutaneous, intravascular allegedly experienced fluid leak. The information was received from various source. All three malfunctions involved patients with no patient consequences. Of the three reported malfunctions, two were female; however, one female patient age is (B)(6) years old. Weight was not provided for the reported three malfunctions.